Event description:
The customer reported that device displayed a speaker malfunction inop. There is no sound from the device. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device is being returned for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated that the speaker did not produce sound. There was no speaker sound at start up test. The reported problem was confirmed. A replacement device was sent the customer to resolve the issue.